Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that during the installation of the new v60 ventilator, the ventilator failed the ground resistance portion of the electrical safety test (B)(4). The installation process was conducted outside of a clinical environment and there was no patient involvement.